Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became unresponsive after the customer discontinued use of the demonstration pump. Reportedly, customer had an alternate method of insulin delivery available. There was no patient involvement, as the pump was being used for demonstration purposes only.